Manufacturer narrative:
(B)(4). Additional information received could you please confirm the product code, 29 or 29a: circular stapler cdh 29. Where in gap setting scale was the device set: the orange indicator was within green gap scale, close to the third line. What is the professional experience of the healthcare provider: dr. (B)(6) is oncological surgeon and has experience in cancer hospital. Were there any issues noted with staple formation in primary operation: no. Was a leak test performed: yes. Please describe staple formation at the site of the leak. A detailed observation of clips was not made. Was the patient scoped to check staple formation: no.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: during the first surgery - (B)(6) 2015. The patient underwent satisfactory bowel preparation; was not observed any changes related to the appearance of the bowel loops: no signs of swelling, redness and / or infection; it was noted that the test for leaks on the staple line was negative. During the second surgery ¿ (B)(6) 2015: totally open suture line with stools (feces) in the cavity; a thorough washing of the peritoneal cavity was made; colostomy realized; antibiotic therapy.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device was disposed of and will not be returned. Batch # unk. Additional information received: the anastomosis performed with the circular intraluminal was satisfactory; there was no difficulty in handling it. It was observed that the rings (staples) were all right, intact. On (B)(6) 2015, the patient was at surgical hospitalization when there was observed that in the silicone drain was coming out faeces. The patient was taken to the surgical center and observed that the staple line used with the circular 29 was open. After cleaning the abdominal cavity the patient was referred to intensive care unit (ICU), however, died on the same day. The device was discarded. Additional information requested: this file was reviewed by a cross functional team that is comprised of medical safety, research and development, life cycle engineer, marketing product director, post market surveillance manager, risk manager and regulatory reporting specialist during the weekly ae review and additional information is requested: where in gap setting scale was the device set? What is the professional experience of the healthcare provider? Was a leak test performed? Please describe staple formation at the site of the leak. Was the patient scoped to check staple formation? How was the procedure completed?

Event description:
It was reported that during an open rectosigmoidectomy procedure on (B)(6) 2015, the doctor used the device. The stapling was perfect and the staple/rings format as well. On (B)(6) 2015, the patient returned to surgery center and it was observed that the staple line of the posterior colon was opened. It is unknown how the procedure was completed. It is unknown if one device will be returned.